Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision op notes were reviewed and identified left periprosthetic hip fracture with loose femoral component. Patient had a fall and subsequently was found to have fracture of the femoral shaft extending up to the location of the implant with instability of the femoral component. The fluid in the hip appear to be hematoma and there was no obvious abnormal fluid otherwise. Review of the device history records identified no deviations or anomalies during manufacturing. It was reported patient fell and sustained a fracture. However, without additional details a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#00877703202 / item name bioloxâ® option, head, m, ã¸ 32/0, taper 12/14 / lot#2842953. Item#11-300817 / item name arcos 17x150mm spl tpr dist / lot#438320. Item#11-301302 / item name arcos con sz b std 60mm / lot#215470. Item#12-115115 / item name cer bioloxd mod hd 32mm std nk / lot#2971484. The device will not be returned for analysis as location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent a left tha and was revised on 7 years later due to elevated metal ion levels, altr, necrosis, pain, scar tissue, and in-vivo corrosion. Subsequently, the patient fell and sustained a periprosthetic fracture with femoral loosening and instability and was revised 9 months after the first revision. Attempts have been made and additional information on the reported event is unavailable at this time.